Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the occlusion alarms occurred. System check was started by tandem technical support, however the customer declined to complete the check. Customer's blood glucose was 235 mg/dl.